Event description:
The facility reported a colleague infusion pump with a failure code 814:09. The event was reported to have occurred during programming / setup in the emergency room. This condition has the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. The customer is willing to be contacted for further information. No other additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:09 was confirmed and reproduced by baxter service personnel. The root cause was a faulty pump head module (phm). The phm was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.